Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement was reported.

Manufacturer narrative:
The primary complaint of customers reported issue of autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) was confirmed during the archive review and functional testing. Issue was attributed to defective load cell 2 and was replaced. Once completed, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and observed that the top cover of the platform was broken. The autopulse is a serviceable as well as a reusable device. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device archive review showed ua07 (discrepancy between load 1 and load 2 too large) error messages observed on 02/15/2017 and 02/17/2017. The autopulse platform final functional testing was performed and observed ua07 error message. Load cell 2 was replaced to remedy the issue. Once completed, load cell characterization test was performed after confirmed both load cell modules are functioning within specification. Autopulse passed the final functional test with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of sn: (B)(4).